Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that there was an air bubble in the reservoir and was assisted in priming it out. The insulin pump had not been rewound with the reservoir in place. The customer was advised to store insulin at room temperature. No blood glucose reading was provided.